Manufacturer narrative:
A partial lead measuring 7.2 cm from the connector portion was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient expired. The cause of death was reported to be acute myocardial infraction. There is no known allegation from a health professional that the death was related to the device. No further information is available.